Manufacturer narrative:
The literature article ¿a case of ruptured anterior communicating artery aneurysm treated in which residual aneurysm after coil embolization was treated by placement of lvis jr. Stent¿. Device not returned.

Event description:
It was reported in a literature article that during coil embolization of a ruptured anterior communicating artery aneurysm. The parent artery was narrow with a diameter of 1 mm. Treatment of this aneurysm by coil embolization was expected to be difficult because the results of the mata test indicated occlusion of the anterior communicating artery. The physician attempted via the right femoral artery to guide the subject microcatheter to the left a1 segment using microguidewire, but it was impossible to advance the microcatheter as the effort to advance the microcatheter was hampered by its loop forming to the middle cerebral artery (mca); therefore, access to the left internal carotid artery via the left femoral artery was chosen using a balloon catheter. The subject microcatheter was placed in the lower part of the aneurysm along the axis of the parent artery. Framing was made using stryker coil and 4 stryker coils were inserted with a total length of 15 cm; however, the subject microcatheter escaped out of the aneurysm as the stability of the microcatheter was not good. Although the lower two-thirds of the aneurysm were densely embolized, coiling in the upper part was loose, and blood flow persisted in the dome. Attempts to re-insert coils were unsuccessful, and although blood flow in the a1 segment was slowed due to vasospasm, the procedure was ended in this state because adequate collateral blood flow was observed from the mca. After 40 days, retreatment was performed by lvis jr. Stent placement. No intra- or postprocedural complication was observed, and complete occlusion of the aneurysm was confirmed by angiography after 3 months.

Event description:
It was reported in a literature article that during coil embolization of a ruptured anterior communicating artery aneurysm. The parent artery was narrow with a diameter of 1 mm. Treatment of this aneurysm by coil embolization was expected to be difficult because the results of the mata test indicated occlusion of the anterior communicating artery. The physician attempted via the right femoral artery to guide the subject microcatheter to the left a1 segment using microguidewire, but it was impossible to advance the microcatheter as the effort to advance the microcatheter was hampered by its loop forming to the middle cerebral artery (mca); therefore, access to the left internal carotid artery via the left femoral artery was chosen using a balloon catheter. The subject microcatheter was placed in the lower part of the aneurysm along the axis of the parent artery. Framing was made using stryker coil and 4 stryker coils were inserted with a total length of 15 cm; however, the subject microcatheter escaped out of the aneurysm as the stability of the microcatheter was not good. Although the lower two-thirds of the aneurysm were densely embolized, coiling in the upper part was loose, and blood flow persisted in the dome. Attempts to re-insert coils were unsuccessful, and although blood flow in the a1 segment was slowed due to vasospasm, the procedure was ended in this state because adequate collateral blood flow was observed from the mca. After 40 days, retreatment was performed by lvis jr. Stent placement. No intra- or postprocedural complication was observed, and complete occlusion of the aneurysm was confirmed by angiography after 3 months.

Manufacturer narrative:
Although the device history record (DHR) review could not be reviewed because the batch remains unknown, there are controls in the manufacturing process to ensure the product met specification upon release. The subject device was not returned for analysis; therefore, visual, dimension and functional testing could not be performed. In the case of this complaint it is most probable that the event was due to some procedural/anatomical factors encountered during use; however, cannot be conclusively determined. An assignable cause of undetermined was assigned to the reported issues ' nv ¿ device difficulty engaging target vessel' and ¿nv - unexpected movement of device' as the device was not returned and review and analysis of all available information failed to indicate an assignable cause or probable assigned cause. An assignable cause of anticipated procedural complication was assigned to the as reported issue 'nv - patient vasospasm', since the issue was due to a known physiological effect of the procedure and/or patient condition noted with the direction for use, device labeling and/or risk documentation files.